Event description:
It was reported that during a sigmoid colectomy procedure, on the device was fired and the proximal donut was incomplete and there was a whole in the anastomosis. The case was completed with a colostomy being performed. The patient is currently stable.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The following information was requested, but unavailable: what is the patient¿s current condition? What purse string technique was used? Was the anvil reused from the first device? Were any of the forces higher or lower than expected (closing, firing, or opening)? When the device was fired, where was the indicator located within the green zone/gap setting scale? Was there audible and tactile feedback from firing the device? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Where was the hole located on the anastomosis? Who fired the device? Assistant or the surgeon? User experience with the device? How was the first device removed prior to the use of the second device? Was the second procedure the same as the first procedure? What was the reason for the colostomy? Is the colostomy temporary or permanent? The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device